Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Since the sample was not returned, there is not enough evidence to determine what could cause this event. However the pfmea was reviewed in order to identify the possible root causes for the failure - adapter disconnection. The following potential failures were identified in the pfmea or in addition to this document: user misuse, defective material, inspection not performed, and/or non-conforming product received from supplier. With the available information it is not possible to confirm the exact root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the triple lumen catheter was inserted on (B)(6) 2015, the nurse in charge found that the medication port had slipped out when he was checking on the patient. Upon closer inspection, the medication port (adapter) could slide back into the catheter. The vascular catheter was removed and a new catheter was inserted.